Event description:
During a device exchange procedure due to normal battery depletion, it appeared that the parylene coating of the device delaminated. The device was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of parylene coating delamination was confirmed. Upon receipt, several scratch and tool marks were noted on the surface of the device, which is believed to be the cause of the damage to parylene coating. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Longevity was calculated based on the device¿s setting and found to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.